Event description:
Olympus was informed that during a therapeutic transurethral resection in saline (turis) procedure, the loop wire at the distal end of the hf resection electrode broke off and fell into the patient¿s bladder. The intended procedure was completed using another similar device and it was confirmed that no fragments remained inside the patient. There was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Manufacturer narrative:
Correction: b5 - describe event or problem. Device evaluation: the suspect medical device was not returned to the manufacturer for investigation/evaluation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. Furthermore, a manufacturing and quality control review could not be performed since basic data of article identification (lot number) are missing. Instead a manufacturing and quality control review was performed for three potential lot numbers delivered to the customer without showing any abnormalities. The case will be closed from olympus side with no further actions but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results.

Event description:
Olympus was informed that during a therapeutic transurethral resection in saline (turis) procedure, the loop wire at the distal end of the hf resection electrode broke off and fell into the patient¿s bladder. The intended procedure was completed using another similar device. It is unclear if fragments remained inside the patient. However, there was no report about an adverse event or patient injury.